Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint was not confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. A the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject coil could not detach in the aneurysm and when collected the subject coil it was detached prematurely in the microcatheter and the subject coil remained. The physician replaced the microcatheter and the procedure was completed successfully. There is no health damage reported due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject coil could not detach in the aneurysm and when collected the subject coil it was detached prematurely in the microcatheter and the subject coil remained. The physician replaced the microcatheter and the procedure was completed successfully. There is no health damage reported due to this event.